Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0287676. Medical device expiration date: 2022-01-31. Device manufacture date: 2020-10-13. Medical device lot #: 0273504. Medical device expiration date: 2022-01-31. Device manufacture date: 2020-09-29. Investigation summary: bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off with the incident lot was observed as the photos show several bd tubes appearing to have the hemogards unseated on the tube. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of stopper pop off. Bd has initiated further root cause investigation relating to the issue of stopper pop off through corrective and preventive actions. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: the rubber cover is detached from the hemogard plastic cap serum tube.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 25 times. The following information was provided by the initial reporter. The customer stated: the rubber cover is detached from the hemogard plastic cap serum tube.

Manufacturer narrative:
The following information has been updated from its previous state: annex b: b01, b02, b14 h.6. Investigation summary: material #: 367812. Lot/batch #: 0287676 and 0273504. Bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and show several bd tubes appearing to have the hemogards unseated on the tube. Additionally, twenty-nine (29) retention samples for lot 0287676 from bd inventory were evaluated by functional stopper pullout testing and upon completion the indicated failure mode for stopper creep out was observed. Twenty-nine (29) retention samples for lot 0273504 from bd inventory were evaluated by functional stopper pullout testing and upon completion the indicated failure mode for stopper creep out was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper creep out based on provided photos and retention sample testing. Bd has initiated further root cause investigation relating to the issue of serum stopper creep out complaints through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.